Manufacturer narrative:
Data corrected in section d to match device information in gudid per the FDA letter dated 5/20/2024. D1 changed the brand name to match gudid. D2a changed the common device name to match gudid. D4 UDI changed, to include complete UDI number (B)(4).

Manufacturer narrative:
The excor driving tube lot no. 00128331, was in use on the patient for 214 days until the time of the event. On 2024-01-17 the driving tube in question was returned to berlin heart gmbh for investigation. During the initial visual inspection of the returned driving tube, the break in the driving tube described was detected. The overall appearance of the damage indicates a massive bending stress that occurred directly at the pump connection. It is most likely that the damage was caused due to excessive external forces.

Event description:
Berlin heart inc. Was informed by the clinic via hotline that a leak was detected in the driving tube of the excor blood pump of a patient supported in the lvad configuration. The pump function was not affected with complete emptying and filling. The driving tube was changed without incident. The patient was not negatively affected by the exchange and is doing well.

Manufacturer narrative:
We have reviewed the production records of the excor driving tube lot no. 00128331. This product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.